Event description:
On (B)(6) 2012, customer reported that the hmx autoloader leaked approximately 2 cups from the right side of the instrument. Customer stated that the fluid appeared to be isoton and clenz. The leak was not contained inside the instrument. Customer also stated that the instrument was experiencing "diluent comparison out of limits" errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the tubing through pinch valve 49. This tubing is used to control the dispensing and priming of the backwash pump. This action resolved the issue, and no further problems were reported.

Manufacturer narrative:
(B)(4).